Event description:
Additional information- issue found during testing with no patient involvement.

Manufacturer narrative:
Other, other text: additional information- no patient involvement. Device evaluation- the device was returned for evaluation. The device was given functional testing and this showed the pump did not meet with specifications during downstream occlusion sensor/cassette detector testing. This component required replacement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was displaying "high alarm: downstream occlusion". There was no reported adverse event.